Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A ringloc bi-polar 28x46mm, part # 11-165216 from lot 879530, was returned and evaluated against the complaint. Visual inspection confirmed that the locking ring is bent. The ring was oriented in the proper direction upon receipt and was later removed during the evaluation. No damage was observed to the inner radius of the shell. Scuffing was found on the outer radius of the shell. No damage was found on the locking groove of the shell or liner. Indentations were found on the sidewall and radius of the liner that are consistent with the failed attempts to assemble the construct. No significant damage was found on the head. The head remains assembled with the liner. During the evaluation, it was determine that the returned liner is not unknown. The liner is a subcomponent (part 11-165216-03) of the returned bipolar shell. After the ring was removed from the shell, the liner and head were able to be assembled with the shell as anticipated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown stem lot# unknown, item# 163662 28mm mod hd std neck tp1 taper lot# 378620. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, as the product was being set up and assembled, it was noted that the ring was bent and loose within the bi-polar cup. As a result, the liner could not be impacted and assembled in the cup. No adverse event noted to the patient. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided pictures identified the ring being bent. Scaring on the ring was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown liner lot #: unknown, item# unknown unknown stem lot# unknown, item# 163662 28mm mod hd std neck tp1 taper lot# 378620.

Event description:
No further event information available at the time of this report.